Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. At this time no further information provided. Additional information was received mentioning that this device was explanted due to an advisory. A new device was successfully implanted. This device was returned and is pending analysis. This device was unable to be interrogated, and it has been implanted for nine years so evidence suggests this device exceeded longevity and due to the duration of implant we would expect that the battery has been depleted leading to the clinical observation. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. At this time no further information provided. Additional information was received mentioning that this device was explanted due to an advisory. A new device was successfully implanted. This device was returned and is pending analysis. This device was unable to be interrogated, and it has been implanted for nine years so evidence suggests this device exceeded longevity and due to the duration of implant we would expect that the battery has been depleted leading to the clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Corrected fields: aware date: 01/31/2025.